Manufacturer narrative:
Article citation: perry, luke, radzevich, joseph, et al. Breast implant associated anaplastic large cell lymphoma (bia-alcl). The american surgeon. 2020; 1-3. The events of lymphoma alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, seroma and bia-alcl.

Event description:
Journal article " breast implant associated anaplastic large cell lymphoma (bia-alcl)¿ reported a patient being diagnosed with ¿pain, swelling, seroma" and "bia-alcl" on the right side. Pathological markers cd30+ and alk- were provided to confirm the diagnosis of bia-alcl. Treatment was provided in the form of a "capsulectomy, device removal," and ¿radiation.¿ manufacturer of the device is unknown. Device has been explanted.